Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a3b: gender: requested, not provided a4: weight: 78.9kgs d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: unknown e3: occupation: unknown the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report 2600320000-2023-8224.the event description states that the footplate did not deploy. Footplate did not exit device. The procedure performed was a liver angio with y90 treatment. The device did not do what it was supposed to do. Additional information was received on 28 mar 2024: a 6 french procedure sheath size used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved after holding pressure and keeping the patient five (5) hours longer than originally planned. No equipment or other devices were used with the involved angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. Midway along the assembly, half of the shaft of the sheath was cut off, the shaft of the carrier tube was also found cut at this location but still on the intact suture which was not severed. The anchor was exposed at the distal tip and the collagen was found saturated with blood. Functional testing was performed by manually pulling on the anchor. All internal components were able to be deployed properly. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).